Event description:
Reporter noted they attempted to remove hard lens with fragmatome handpiece, but it failed to work. Changed to another probe, but were unsuccessful in removing lens. Intraocular hematoma began to appear; operation was stopped. Patient condition is unknown at this time.

Event description:
Add'l info rec'd noted surgeon did not feel this was a serious injury or product problem. Sutured wound to close. Pt prognosis reported as poor.